Event description:
On (B)(6) 2011 it was reported that there is difficulty getting the up and down buttons on the infusion device to respond. The issue began about 5 months ago. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and was requested to be returned for product evaluation.